Event description:
It was reported that the patient experienced shortness of breath and lightheaded. Upon review, it was noted that the right ventricular (rv) lead exhibited noise and oversensing. Here was rv noise and oversensing which could not be reproduced with isometrics testing. The patient is not pacemaker-dependent, no asystole was observed. Reprogramming efforts were performed, however, the noise was still seeing. Additional information received indicates low pacing impedance measurements, which suspected to be caused by rv lead issue. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient experienced shortness of breath and lightheaded. Upon review, it was noted that the right ventricular (rv) lead exhibited noise and oversensing. Here was rv noise and oversensing which could not be reproduced with isometrics testing. The patient is not pacemaker-dependent, no asystole was observed. Reprogramming efforts were performed, however, the noise was still seeing. Additional information received indicates low pacing impedance measurements, which suspected to be caused by rv lead issue. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.